Manufacturer narrative:
The lot specific to this event is not known; therefore, the lot history and device history record review is not possible. A sample was not returned for evaluation. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported post operative irritation in an unknown quantity of patients eyes after cataract procedures.the reporter indicated that "it could be related to fibers from the packs". Also, the reporter informed that their instruments are rinsed in sterile solution during the procedures. Eye cultures were performed and the results were negative. Additional information was requested for this report. There are no product samples available as per the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up additional information was received from the reporter; it was informed that the eye cultures were negative. The reporter indicated that these cases were tass and increasing the dose of generic steroid post operatively mitigated the inflammatory reaction in patients.